Event description:
The physician reported a repeated dislodgement of the lead placed in the right ventricular septum. The lead was firstly implanted on the (B)(6). A first revision/repositioning of the lead was occurred after a week, before performing the reintervention an x-ray was performed which showed that the lead was completely detached from the ventricular septum. So the lead was repositioned. Nevertheless, after few days after the first reintervention, a high increase of the ventricular threshold was found (0.75/1.0 v @0.35 ms to 7/7.5 v @1 ms) although the other electrical parameters were quite stable (impedance 400/500 ohm and 7/8.0 mv of sensing). The physician decided to explant the lead and to implant a new one.

Event description:
The physician reported a repeated dislodgement of the lead placed in the right ventricular septum. The lead was firstly implanted on (B)(6). A first revision/repositioning of the lead was occurred after a week, before performing the reintervention an x-ray was performed which showed that the lead was completely detached from the ventricular septum. So the lead was repositioned. Nevertheless, after few days after the first reintervention, a high increase of the ventricular threshold was found (0.75/1.0 v at 0.35 ms to 7/7.5 v at 1 ms) although the other electrical parameters were quite stable (impedance 400/500 ohm and 7/8.0 mv of sensing). The physician decided to explant the lead and to implant a new one.

Manufacturer narrative:
Summary of the investigation: review of the provided patient data revealed that since the implantation an unstable ventricular impedance ad sensing values. As received the screw fixation was retracted. The fixation mechanism operated as specified. The mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported screw mechanism issue. According to the x-rays provided, a twiddler¿s syndrome is most likely the root-cause of the reported issue. It should be noted that twiddler¿s syndrome is a well-known complication of cardiac pacing/defibrillation systems. A lead issue is not suspected to be related to the reported problem. The results of this investigation are retained and utilized for trending purposes. For more details please refer to the attached report analysis.